Manufacturer narrative:
The cartridge blood tubing set from this incident was discarded and unavailable for inspection. Retained samples from the same lot number 03p158227 were visually inspected, functional testing performed with no failures detected. Add'l info will be provided when it comes available.